Manufacturer narrative:
The device associated with this complaint will not be returned for evaluation. Since the device was not returned, a physical investigation of the device could not be performed and a root cause could not be determined. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
During the patient use, the autopulse platform displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. Troubleshooting steps are unknown. No additional information was provided. No known impact or patient consequence information was provided. The platform was tested after the event and the reported error could not be reproduced. The instructions for clearing the user advisory (ua) 07 were provided to the customer by the zoll technical support. Per a reporter, the autopulse platform is functional and was returned for clinical use.